Event description:
It was reported that at 4000 joules; 3 minutes, during a procedure forward firing was noted. The fiber was exchanged and the procedure was completed. No injury to the patient reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture at proximal side of fiber/cap fusion zone; the glass cap shows a circumferential fracture at another location under the metal cap at proximal side of fiber/cap fusion zone; the distal glass tip is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.